Event description:
It was reported that the a lead integrity alert (lia) triggered for the right ventricular (rv) lead. The lead exhibited high sensing integrity counter (sic) and high rate non-sustained episodes. The lead was explanted and it is not known if it was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the lead also exhibited noise and was replaced when it was extracted.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the inner insulation of the lead became breached due to a rupture while in vivo. There was blood on the distal conductor of the lead and it was not obstructed. The overlay tubing and the outer insulation were ruptured. Analyst noted that visual inspection found that the overlay tubing, the outer insulation and the inner insulation were ruptured in vivo in at the location of the anchoring sleeve was tied down.. The insulation breach that allows blood ingress on the distal conductor, and contribute to the electrical complaints. No conductor fracture was observed. If information is provided in the future, a supplemental report will be issued.